Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D2: device product code: ldf review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10 d2: product code : ldh no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, g3, g6, h2, h4, h6 and h10. Corrections are in sections: a1, a2, a3, a4, a5, e1, and e3. A4: patient weight: (B)(6)(B)(6)2023.

Event description:
No further event information is available at the time of this report.

Event description:
It is further reported that the wires fray and break away from the metal contacts. Pacing and capture fail. The wires are fragile. The fraying is taking place within three days of use.

Manufacturer narrative:
This report is being submitted to update additional information in section a2, a3, b4, b5, d4, e4, g2, g3, g6, h2, h3, h4, h6 and h10.

Event description:
It is reported that the patient underwent a cardiac procedure and temporary pacing wires were placed. About a month later the atrial leads were pulled out of body during radiographs. It was noted the only left ventricular wires were in place. The frayed ventricular leads appeared as though they could fracture at any point. A revision procedure is planned to replace the temporary pacing wires and permanent wires will be placed at a later date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D2: device product code: ldh. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information is available at the of this report.